Manufacturer narrative:
This report is based solely on device return and analysis. Evaluation summary: ler018552v proximal conductor fractured; proximal segment returend for analysis.

Event description:
It was reported that the atrial lead was fractured.. The lead was replaced. No patient complications have been reported as a result of this event. The device subsequently tested out of specification during mfgr's analysis.